Event description:
It was reported that the devices are not closing properly. No patient consequence. No additional info was provided.

Manufacturer narrative:
Info anticipated, but unavailable at this time.